Manufacturer narrative:
Date recv'd by MFR: 20nov2019. Failure analysis on the returned oxygen regulator shows that the oxygen regulator test results were out of specification and the reported complaint of oxygen regulator leaking was duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 03jul2019. The field service engineer (fse) replaced the oxygen regulator to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the ventilator has oxygen leaking at the back of the unit. The customer reported that the unit was not in use on patient.